Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s touchscreen is not working. There was no patient involved.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) experienced a non-responsive touchscreen. No patient was involved, and no harm was reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, d4(version or model), g2. A getinge field service engineer (fse) advised that the initial service call was related to the safety disk reaching its replacement cycle limit of 6,000,000 cycles and requiring replacement. The fse replaced the safety disk (d202-00-0140) and powered on the unit to initiate diagnostics and leak checks. Upon startup, the unit displayed the user hour/cycle screen and became unresponsive, with no touchscreen input functionality. To resolve the issue, the fse ordered and, upon receipt, returned to replace the touchscreen assembly (d160-00-0123). Following the replacement, the fse completed all diagnostic testing and leak checks, with no further issues identified. The unit passed all functional tests and was returned to the customer. The device is fully operational and ready for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0160-00-0123 with a reported unit failure of the touchscreen not responding. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aw.